Manufacturer narrative:
Method: device history record review. Results: based on the information being provided from the facility, quality engineering concludes that it remains unclear how or when the product was damaged. There are many possibilities of how a lens could be damaged. As this type of defect would be rejected during the 100% final inspection process at 10x magnification, it is highly unlikely to have gone undetected. After going through the device history record review, there is no evident manufacturing cause identifiable. As there are no similar complaints from this lot of lenses and without the product evaluation, it is difficult to say what the evidence is or how the lens itself was damaged. Conclusion : based on the complaint history, work order search, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter stated the technician removed an aq5010v silicone three piece lens, 4.0 diopter, from the packaging and noted the trailing haptic was damaged. The lens was not loaded and there was no patient contact.